Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The investigation is ongoing, and a supplemental report will be filed when further information is obtained.

Event description:
The surgeon had performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants in (B)(6) 2012. The patient presented with pain during a follow up appointment, so the surgeon decided to perform a revision to a total knee replacement for a possible metal allergy. The implants were well fixed and no loosening occurred.